Event description:
On (B)(6) 2010, pt reported the down arrow button on the infusion device is working intermittently. Pt stated, the button does not work every time it is pressed when he is attempting to do a quick bolus. Pt reported, the button pops out after being pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.